Manufacturer narrative:
Three attempts have been made to determine if the device will be coming back for analysis. The complaint will now be closed out as not returned. As this device was not rec'd in the required time frame product analysis could not be performed. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch 7077136 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
During a coronary drug eluting stenting treatment procedure, the shaft fractured. The physician was inserting the taxus express2 2.75x32 mm drug eluting stent delivery system, without difficulty, into the guide catheter outside of the patient's body when the shaft broke in half. The procedure was completed with another of the same device implanted in the left anterior descending artery. No patient complications were reported.